Event description:
The user received a questionable sodium result for one patient sample when compared to a gem 4000 blood gas analyzer. The initial result was 156.8 mmol/l and was repeated as the site repeats all samples with sodium results greater than 150 mmol/l. Upon repeat, the result was 159.1 mmol/l. The user then repeated this sample on their other cobas c501 analyzer serial number (B)(4) and the result was 155.4 mmol/l. The user was always suspicious of high sodium results and always checked the results via osmolality testing. If the osmolality result fell between 275 and 295, then the sodium and potassium results were believed to be normal. This sample gave osmolality results of 284 and 286 and 289. The user then ran the sample through their blood gas analyzer which generated a result of 141 mmol/l. The user believed this result and this was the result reported outside the laboratory. On (B)(6) 2010, the sample was retested on the original cobas c501 analyzer and the sodium result was 156.3 mmol/l. The sample was also retested on the blood gas analyzer on (B)(6) 2010 and the result was 140 mmol/l the patient was not adversely affected and was discharged. The lot number of the sodium electrode was g78.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. No instrument problem could be identified. The correctness of the blood gas result is questioned, since various medical indications can lead to a hypernatremia which is not reflected in osmolality values. The result variance obtained by the customer on the cobas 6000 indicates a preanalytical issue with the sample. No adverse events were alleged regarding the event.